Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Patient was revised to address pain. Update: 2/12/2016 x-ray review findings indicate the cup was in a more lateral and vertical position than recommended. Update rec'd 02/10/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient sustained a dislocation when they stepped and twisted their hip in an unusual position. The dislocation was treated with a closed reduction. Since that time the patient had increasing symptoms of pain and stiffness with difficulty ambulating. The patient is also showing evidence of increased metal activity with increased cobalt and chromium levels. At this time the femoral stem, head, and liner are being reported. The complaint was updated on: 02/26/2016.

Manufacturer narrative:
Patient was revised to address pain. Update: 2/12/2016 - x-ray review findings indicate the cup was in a more lateral and vertical position than recommended. Update rec'd 02/10/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient sustained a dislocation when they stepped and twisted their hip in an unusual position. The dislocation was treated with a closed reduction. Since that time the patient had increasing symptoms of pain and stiffness with difficulty ambulating. The patient is also showing evidence of increased metal activity with increased cobalt and chromium levels. At this time the femoral stem, head, and liner are being reported. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. Update: (B)(6) 2016 x-ray review findings indicate the cup was in a more lateral and vertical position than recommended. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient sustained a dislocation when they stepped and twisted their hip in an unusual position. The dislocation was treated with a closed reduction. Since that time the patient had increasing symptoms of pain and stiffness with difficulty ambulating. The patient is also showing evidence of increased metal activity with increased cobalt and chromium levels. At this time the femoral stem, head, and liner are being reported. The complaint was updated on: (B)(6) 2016 update (B)(6) 2017: litigation received. The patient underwent three revisions (B)(6) 2016, 2016) due to the adverse effects of the original pinnacle implant. Added new complainant information. This complaint was updated on: (B)(6) 2017./ / investigation method: a single poor quality image of an ap radiograph was submitted for review. The evidence suggests the acetabular component position is more lateral and vertical than recommended. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised to address pain. Update: (B)(6) 2016 x-ray review findings indicate the cup was in a more lateral and vertical position than recommended. Update rec'd (B)(6) 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient sustained a dislocation when they stepped and twisted their hip in an unusual position. The dislocation was treated with a closed reduction. Since that time the patient had increasing symptoms of pain and stiffness with difficulty ambulating. The patient is also showing evidence of increased metal activity with increased cobalt and chromium levels. At this time the femoral stem, head, and liner are being reported. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). Added: date of birth, patient and device code.

Event description:
In addition to what were previously alleged, ppf alleges metal wear and metallosis.